Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device under 510(k)/PMA: p140016. Investigation is still in progress.

Event description:
Description of event according to initial reporter: tevar against a regional dissecting aneurysm of descending thoracic aorta was performed from right femoral artery at (B)(6) 2018. The y-graft met a requirement of blood vessel diameter to pass through a thoracic stent graft but there was a slight bent on the y-graft. Therefore, the physician chose zenith alpha thoracic (zta-p-42-173-w1). After the stentgraft was placed in the target lesion(zone 4), type1a endoleak was found to exist. The physician carried out a touch-up ballooning with tri-lobe balloon (gore) and the type 1a endoleak was disappeared. Although there was a slight flow suspected to be type2 endoleak, the physician decided to take a wait-and-see approach and finished the procedure. On (B)(6) 2018, post-procedural angiographic CT scan was carried out, which confirmed the flow suspected to be type 2 endoleak still remained there. The physician decided to monitor the patient and take another CT scan once again three months later. The planned CT scan was carried out on (B)(6) 2018. This time contrast media was not used because of the patient's chronic renal failure. Only the diameter of the aneurysm was evaluated from the CT images. During the imaging, something like a dissection was found around the proximal end of the stent graft (zta-p-42-173-w1) and thus, additional CT scan with contrast media was carried out. It was revealed that the finding was a retrograde stanford typeb dissection at the proximal part of the stent graft. The disappearance of the type2 endoleak observed on (B)(6) was also confirmed from the CT images. The stanford type b dissection had not reached the ascending aorta and the false lumen had been closed by thrombosis. Also, the patient's blood pressure was normal. From these facts above, the physician decided to take a wait-and-see approach without any additional treatments against this. Follow-up CT scan will be carried out on (B)(6) 2018. The physician is thinking about the additional treatment, if the false lumen expands. "The stanford typeb dissection was not observed in the CT images that was taken 5 days after the tevar". "...during the deployment of the stentgraft (zta-p-42-173-w1), the proximal part of it (bare arraignment stent) was bent against the lesser curvature due to the pro-form tie and therefore, touch-up ballooning had to be performed with tri-lobe balloon(gore) to fix it". Patient outcome: the current status of the patient¿s condition: no symptoms. Monitoring the situation.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: an 80-year-old male patient underwent tevar for a regional dissecting aneurysm of the descending thoracic aorta. A zta-p-42-173-w1 was chosen for the procedure since the device had to pass through a formerly implanted y-graft. During deployment of the stentgraft the proximal part was reported to be bent against the lesser curvature causing a type 1a endoleak. Touch-up ballooning was performed during the procedure which resolved the issue. 4 months after the procedure a retrograde stanford type b dissection was found at the proximal part of the stent graft (B)(4). Manufacturer report #3002808486-2018-01428. Preimplantation and four months post implantation ctas were provided and reviewed by an imaging expert. Imaging of the procedure where the bent occured was not provided. Per the imaging review the bare stent was reportedly bent against the lessor curvature because of the pro-form tie. Unequal stent release from the pro-form tie can cause the bare stent to tip and perch an apex on the aortic wall. This usually occurs when forward pressure is applied to limit endograft bird-beaking on the inner aortic curvature. The perching causes a type 1a endoleak by preventing sealing stent apposition. Although, molding balloon angioplasty releases the pro-form tie, it at least momentarily pushes the perched apex into the aortic wall. This explains the user's concern that the molding balloon could have caused the dissection despite being confined to the endograft. However, the inner aortic curvature and the bare stent were normal on CT. The bare stent was not bend. The new dissection originated from the outer posterior curvature. Consequently, the bending would be better described as perching or tipping and the angioplasty likely unrelated to the new dissection. Review of the device history record gave no indication of the device being produced out of specification. Based on the provided information and imaging review it has not been possible to establish an exact cause for this event. It is noted that the device is used for a patient population other than intended as the patient was treated for a type b dissection. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.